Event description:
The surgeon implanted and removed an aa4203tl silicone lens. Co has requested additional info but it has not been received to date, so it is unk if there was a product malfunction or pt injury. The model and lot numbers of the injector and cartridge used were not provided by the facility.